Event description:
The customer stated that he rec'd 8 new cartons of test strips from his supplier. When he opened the cartons, he found caps open on 2 of the bottles. No adverse events were alleged. The test strips were returned for eval, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.